Manufacturer narrative:
The customer was advised about options to repair the device. The customer declined to have the device repaired. The device was not fully tested and is not ready for use. The device remains at the customer site.

Event description:
It was reported to philips that the device was displaying a shock malfunction error message. The device was not in use on a patient.